Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/18/2023. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the entire cold metal jaw. The detached silicone insulation on the cold jaw was returned for evaluation. The shaft was also observed to be slightly bent forward below the base of the jaws. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (3) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue three (3) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed, however the analyzed failures "peeled; delaminated; jaw" and "material twisted/ bent shaft" were observed. The lot#: 3000310708 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 stopped working. It failed to activate. It had been working and it stopped. The power setting was set to 3. They opened a new device to complete the case. Nothing broke off and there was no injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.